Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called in to report a no delivery alarm. The customer changed the site but the alarm still occurred. The customer's blood glucose level was 558 mg/dl. The customer treated with a manual injection. The customer stated the alarm was cleared by a complete set change. The customer requested to return the set and reservoir back for analysis. The customer's items were replaced.